Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer entered in the wrong continuous glucose monitor (cgm) transmitter ID, and started a sensor session. Tandem technical support guided the customer through entering the correct transmitter ID and starting a sensor session. Customer's blood glucose level was not impacted.